Event description:
It was reported that a system failure force sensor bridge test was experienced.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated, unable to duplicate the force sensor bridge error during occlusion test, all the reading of the force sensor within the required specifications. Replaced the force sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record. Pump is over 11 years old.

Manufacturer narrative:
Other, other text: b5: additional information received on 27-jul-2022 via email and attached to complaint object: the reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. H6: event problem and evaluation codes: updates not required.